Manufacturer narrative:
(B)(4). Batch # n9185l. Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and was found to be functional. No temperature issues or related errors were displayed at any time during testing. In order to avoid any handpiece temperature issues, it is recommended to allow the handpiece to cool sufficiently after sterilization. The torque wrench and blue grip assist must be used to tighten the focus device to the hpblue handpiece. If the system senses that the device is not properly torqued to the handpiece, an error code will appear. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a thyroidectomy procedure, the handpiece was very warm. The heating of the "device" caused a burn in the 2nd degree skin, 1 to 2 cm below the incision. They changed the handpiece and with the same device worked normally. The device worked, the problem was the temperature. They reported they used "harmonic" heat management techniques and it is uncertain if the handpiece did or did not cause the burn to the patient. It is unknown if the handpiece cord physically touched the patient and burned the skin. Surgery was delayed by an unknown number of minutes but the procedure was successfully completed.. The size and shape of the burn is unknown, they were treating the patient's burn with an ointment suitable for burns, and the patient is doing well.